Event description:
It was reported that the healthcare provider (hcp) had difficulty injecting fluid through the cap (catheter access port); it was unsure if they were able to aspirate the catheter. Patient experienced overdose with intermittent episodes where the patient was loopy, weak, and dizzy. Drug(s)/dose infused via the device were not reported. A follow-up report will be sent if additional information becomes available.

Event description:
It was also reported the patient had a catheter replacement because of intermittent symptoms of weakness and leg spasms. After the catheter revision was performed the symptoms disappeared. The patient was doing fine for about 10 days and then the symptoms of intermittent spasticity returned. It was reported that the symptoms began when the lioresal was changed from 500 to 2000mcg/ml. The daily dose was 340mcg/day. Healthcare professional (hcp) planned to change the drug back to the lower concentration to see if the symptoms disappear. Per this reporter, the patient had spinal cord issues which include a cyst and arachnoiditis. It was later reported the patient experienced an overdose. A systems content removal was performed; 45 minutes later the patient was "weak, disoriented, and drunk". The system content removal was completed and the dose was updated from the minimum simple continuous to the desired dose. Hcp later reported that the patient was "getting worse" and they were going to aspirate 30-40ml from the cerebrospinal fluid.

Manufacturer narrative:
(B)(4).